Manufacturer narrative:
The complainant inquired about ordering information for a replacement led panel and constant current pcb, which natus technical service provided. Natus received a purchase order for a replacement constant current pcb on 1/5/2018, and the part was delivered to the complainant on 1/8/2018.

Event description:
Natus received a report that the intensity of a neoblue mini device could not be adjusted to meet specifications. The complainant reported intensity of 2-3 uw/cm^2/nm when the potentiometer was adjusted to its maximum setting. A natus neoblue radiometer (calibration due 10/2018) was used to measure intensity. The neoblue mini service manual states that the light intensity specification is greater than or equal to 30 uw/cm^2/nm as measured by a neoblue radiometer. There was no report of death, serious injury, delay in treatment, or environmental/safety concerns.

Manufacturer narrative:
The complainant reported that light intensity was found to be within specifications once the replacement constant current pcb was installed. The neoblue mini unit was placed back in service. The complainant also confirmed that there had been no patient involvement.